Manufacturer narrative:
Investigation summary: customer returned a number of images of shelf cartons for 1ml, 30 gauge, 8mm from lot 0097121. Multiple shelf cartons are crumpled or torn, with one shelf carton being entirely torn open. In addition, multiple cartons feature misprinted information, with overlapping text or text stretched out over an unintended location. A review of the device history record was completed for batch# 0097121. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of printing defects on the cartons. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported 48 syringe 1.0ml 30ga 8mm 10bag 500cas ap had label printing issues. The following information was provided by the initial reporter: "duplicate lot = 27 sp duplicate lot = 21 sp"

Manufacturer narrative:
Date of event: unknown.(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported 48 syringe 1.0 ml 30 ga 8 mm 10 bag 500 cas ap had label printing issues. The following information was provided by the initial reporter: "duplicate lot = 27 sp duplicate lot = 21 sp".